Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for syringes tip was broken. No sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Unconfirmed: no evidence provided h3 : see h.10.

Event description:
It was reported while using bd hypoint¿ hypodermic needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: according to the complaint description, the patient stated that, the icatibant syringes tip was broken and therefore he was not able to inject any medication or use the syringe at all. Unknown if missed dose or adverse events. According to the additional information received by intake center, it is unknown when the needle was broken and it is unknown if the product was dropped or handled roughly.

Event description:
It was reported while using bd hypoint¿ hypodermic needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: according to the complaint description, the patient stated that, the icatibant syringes tip was broken and therefore he was not able to inject any medication or use the syringe at all. Unknown if missed dose or adverse events. According to the additional information received by intake center, it is unknown when the needle was broken and it is unknown if the product was dropped or handled roughly.

Manufacturer narrative:
Investigation summary no sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition.